Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 885mg/dl on (B)(6) 2017. Customer had symptoms like vomiting. Customer¿s current blood glucose was 295mg/dl. Customer was wearing insulin pump at time of hospitalization. Drive support cap appear to normal. Insulin pump will not be return for analysis.